Event description:
Event description a guidant representative had questions pertaining the longevity of this pacemaker. Programmed parameters were provided for a longevity calculation. The device currently shows 2.5 years of longevity remaining.